Event description:
As reported by a field clinical specialist in japan, a transfemoral transcatheter aortic valve replacement procedure was performed with a 20mm sapien 3 ultra resilia valve. The hospital determined that a transfemoral approach was feasible in a patient with an 8-mm stent implanted in the left common iliac artery, and transcatheter aortic valve implantation was performed with concomitant endovascular therapy. The valve procedure was completed without issues, and the patient left the operating room. After the procedure, marked coldness of the lower extremities was noted, and an urgent angiography was performed. Information was subsequently received by telephone from the hospital medical engineer indicating that the patient was treated based on a diagnosis of dissection, and a large amount of thrombus in the superficial femoral artery. No damage to any edwards device was reported. The perceived root cause of the event could not be obtained. The patient's final reported condition was stable.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels are known potential risks or adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral tvr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve (all models) can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an (14 fr sheath is 5.5 mm). In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the dissection could not be determined, but investigation results suggest that factors/mechanisms mentioned above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. Thromboembolism is the obstruction of a blood vessel by a blood clot that has become dislodged from another site in the circulation. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove the clot. Displacement of calcium deposits or atheroma with embolization of debris can also trigger the formation of a thrombus which can then embolize and cause blockage in a smaller vessel. Calcification and atheroma (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Annular structure tissue or calcification can also be disrupted during sheath insertion, balloon valvuloplasty, and deployment of the prosthetic valve. The device training manuals and IFU instruct the operator to administer heparin and maintain the act at 250 sec. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause of the thromboembolism could not be determined, but investigation results suggest that factors/mechanisms mentioned above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.